Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Event description:
Customer reported that the insulin pump's display was blank. Customer reported replacing the battery and the display did not return. Blood glucose level was 116 mg/dl at the time of the call. Customer reported that the insulin pump was recently dropped. No further information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to broken trace at lcd board. Insulin pump received with cracked battery tube threads and minor scratches on lcd window.